Event description:
The user facility reported that a harmony light head fell from the center mount when being repositioned during preparation for a surgical case. When the light head fell, it landed on the nurse¿s upper leg. The nurse is reported to be fine; she continued working following the reported event. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the securing snap ring had slipped off the spring arm. The snap ring was elongated and no longer round in shape. The technician believes the root cause of the event is due to the snap ring becoming deformed and not fully seated in the locking groove, due to improper re-installation. The last service performed by steris on the unit occurred on 9/24/2008. The facility maintains, removes and re-installs their lights. The installation instructions, reference 6-1, states the following; "note: washers are included to remove slack. Use the minimum number of washers necessary for satisfactory fit. Never use more than two washers and verify the washers do not inhibit the snap ring from becoming fully seated in groove. Snap ring must not be out of round and must form a level plane surface, i.e., snap ring must not be deformed in any way". The damaged unit was field scrapped and a replacement light was installed at the facility and is working properly.